Event description:
Pt has been off 5-fu since 21 days ago. Xrt was stopped 2 weeks ago, and restarted without chemo one week ago. Xrt was held and pt was admitted to hosp with abdominal pain and dehydration.